Event description:
It was reported that post a percutaneous transluminal angioplasty (pta) procedure, stent migration occurred. The stenosis ranged from the vena cava to the iliac vein. Five wallstents were implanted overlapping. Each stent was between 16 and 22mm long, approximately. Approximately 2 weeks post procedure, the patient was scanned with doppler. It was reported that one of the stents had migrated. The portion of the vessel not covered by this stent remained stenosed. No further intervention was planned, due to patient history of multiple complex lesions. The patient status is reported as "ok."

Manufacturer narrative:
(B) (6). Event date: (B) (6) 2010. (B) (6). Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwach will be filed. (B) (4).